Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the machine just stopped working, tried different outlet still would not blow, but the bottom of the device was too hot to touch. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 10/11/2023 and section h11 should be reported as: the manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the machine just stopped working, tried different outlet still would not blow, but the bottom of the device was too hot to touch. There was no report of patient harm or injury. The device was returned to the third-party service centre. And observed the unit has damaged pca. The customer complaint was reproduced. There was no error has been identified. The device was scrapped. Box h was updated in this report.